Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of fracture. Root cause of the event was most likely attributed to overuse and/or excessive and angled/off-centered impactions; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the mechanism of the black handle was too proud and didn't function properly, the tip of the impactor fractured, the threaded end of the slaphammer fractured, and the screw of the stem extractor doesn't thread easily, it is thought that it may be bent. There was no delay in surgery. No further information has been provided at this time. Additional information received reported that patient underwent an initial total hip arthroplasty on an unknown date. It is unknown if a legacy zimmer or biomet stem was used to complete the procedure. Subsequently, patient was revised on (B)(6) 2015 due to infection. All instrument complications occurred while attempting to remove the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00125 / 00126).

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the mechanism of the black handle was too proud and didn't function properly, the tip of the impactor fractured, the threaded end of the slaphammer fractured, and the screw of the stem extractor doesn't thread easily, it is thought that it may be bent. There was no delay in surgery. No further information has been provided at this time.